Event description:
It was reported that during a renal stenting treatment procedure, balloon rupture and stent embolization complications were encountered. During the procedure, as the physician was inflating the express biliary ld pmtd 8.0x20x75cm stent delivery balloon, it ruptured at below rated burst pressure. The balloon was removed, and the stent remained on the guidewire. The stent then embolized into the aorta. The physician delivered another balloon and maneuvered the stent into the iliac artery where it was deployed. The physician subsequently delivered successfully deployed another express biliary ld pmtd 8.0x20x75cm stent to treat the target lesion. No patient injuries or complications were reported. Patient status is reported as "okay."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.